Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. On 06/10/2016 a medtronic representative, following-up at the site, reported the surgeon proceeded in the surgery with non-flipped images. On 06/20/2016 medtronic representative was not provided the patient exams for software analysis. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a cranial procedure, the surgeon flipped the patient exam orientation right to left in the screen, however, when proceeding in the plan step it did not save the changes and the exam was flipped back. The exam was loaded via a push. The surgeon moved onto the registration task and halted any trouble-shooting with the medtronic representative. No further details were provided. The surgeon continued and completed the procedure with the use of the navigation system. Delay in therapy was 45 minutes. There was no impact on patient outcome.